Event description:
A customer reported to baxter corporate product surveillance a non-dehp buretrol administration set in which an unknown malfunction occurred. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defect was observed. The sample was then pressure tested at 8 psi and revealed a leak between the spike adapter and the heat sealed tip protector. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).